Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic, non-sustained rv oversensing was observed due to noise on the ventricular channel. Patient was asymptomatic. Programming changes were made. No further information was provided.